Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 120-161 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.